Event description:
A report was received that the pt underwent a pocket revision to move the pocket site. The pt is very thin and the physician decided to move the pocket site to a more padded area. The pt was reportedly doing well after the revision surgery.

Manufacturer narrative:
This is the final report.